Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor had no electrode after the sensor insertion. Customer stated that there was no harm and electrode was not into the body. Customer's current blood glucose was not given. Product will not be return for analysis.